Event description:
The following information was reported to kci: the nurse reported that on (B)(6) 2013, she allegedly observed the patient's two leg wounds with slough and "black instead of red." On (B)(6) 2013, the patient medical record was reviewed which described the two leg wounds as non-healing with slough prior to starting v.a.c. Therapy on (B)(6) 2013. On (B)(6) 2013, the nurse described, as per patient medical record, both wounds as changed from red to dark coloration. Kci made multiple unsuccessful attempts to obtain additional information ((B)(6) 2013 - faxed request, (B)(6) 2013). No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the incident reported is related to v.a.c therapy. Kci has made several attempts to gather additional information, but there has been no responses. Device labeling, available in print and online, states: wound deterioration. Ifa wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check for small leaks with a stethoscope, or moving your hand around the wound edges of the dressing while applying light pressure. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride wound edges if they appear non-viable as this may inhibit formation of granulation tissue and migration of epithelial cells over wound base.